Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 9273265 was provided by the initial reporter. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328509, batch no: unknown. Consumer reported found 1 syringe when removed shield needle hub removed with shield- noted shield not hard to remove. Date of event: unknown, some time in october.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-11. H6: investigation summary customer returned (1) loose 1/2cc syringe. Customer states that the needle hub removed with the shield. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform complaint lot history check for needle hub separates due to unknown lot number. Bd was able to confirm the customer¿s indicated failure that the needle hub removed with the shield. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328509 batch no: unknown. Consumer reported found 1 syringe when removed shield needle hub removed with shield- noted shield not hard to remove. Date of event: unknown, some time in (B)(6).